Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead position check failed. Under-sensing was also observed on the ra lead. The ra lead remains in use. It was also reported that ventricular under-sensing on the right ventricular (rv) lead. The rv lead remains in use. Clinician noted that there was intermittent loss of capture on telemetry, however no loss of capture observed on device interrogation. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.